Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the scs ipg shuts off randomly. The magnet mode for the device will be turned off if the random shutting off continues. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.